Event description:
It was reported that the sensor had a missing electrode upon its removal from the user's body. The caller stated that the transmitter did not blink when connected to the sensor. The customer's blood glucose was 215 mg/dl. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.